Manufacturer narrative:
Initial.

Event description:
It was reported that the insulin cartridge in the pump was leaking, and the patient confirmed correct supply change steps with the adapter connected and no reuse or overfilling of cartridges, which aligns with a device problem of leak/splash associated with the reservoir component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.